Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, main drawer 2.2 and auxiliary drawer 2.1 repeatedly displayed a "maintenance required" message. When a cubie was recovered, it immediately failed again. The customer powered the machine off and back on; however, the issue persisted, and the drawers continued to fail after recovery. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 01-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary half height drawer 2.1 was failing intermittently and the pockets were not detected on bus. A field service engineer (fse) powered down the station, ejected pockets and replaced row board cable. Fse also cleaned debris from beneath pocket contacts and rebooted the system to resolve the issue. The system functioned as intended after the field service engineer repaired the device.